Manufacturer narrative:
The device was returned to omsc for evaluation but the evaluation is still in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is provided, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility aborted a diagnostic procedure since the insertion tube of the subject device broke. The patient had a slight bleeding. According to a picture provided by the reporting person, the coating of the insertion tube partially peeled off.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of the evaluation, omsc confirmed that the coating of the insertion tube had damages, scratches, and wrinkles. The exact cause of the damages could not be determined, but it was surmised that it occurred due to physical stress including contact with a hard/sharp object and friction and chemical stress. Also, the exact cause of the bleeding could not be conclusively determined at this time.